Event description:
Pt reports leak of actual medtronic pain pump (model 8637-40) implanted (B)(6) 2012 - or catheter tube leak. (B)(6) this year, pt had surgery to replace medtronic pump model 8637-18, implanted (B)(6) 2004, which was removed due to alarm sounding for battery replacement. Current symptoms from second pump implant includes: lack of effectiveness - necessary increases in medicine, numbness surrounding pump esp 4-5 inches north, sensory symptoms - chemical taste in mouth and high chemical pitched smells. In (B)(6) 2012, estimated pt reports lack of pain relief. Intrathecal medications were increased. On (B)(6) 2012, pt reports numbness and sensory symptoms to pain clinic and doctor schedules nuclear medicine tests with next refill which was scheduled for (B)(6) 2012. On (B)(6) 2012, pt has nausea, hot flashes, and fatigue and goes to ER with concerns about detoxing. Pt had blood work taken and was given oral morphine, vicodin and valium and sent home to contact pain clinic when it opens after holiday. On (B)(6) 2012, pain clinic confirms with medtronic that pump stopped on (B)(6) 2012, due to electro magnetic interference. Pt confirms being in same room as her two pets were being treated with pulsating electro magnetic field (pemf-10) by an animal tech. On (B)(6) 2012 - nuclear medicine tests scheduled earlier than planned. Indium is implanted into pump with "normal pump refill." Tests included gamma scan and spect analysis. Results show radioisotopes appearing outside of the medtronic pump, catheter tubing and central nervous system indicating leakage according to radiologist md. Having problem with this online form reporting tool. It is requiring "all the boxes" to be checked above before being able to move to "next section." I would only have chosen: adverse event and product problem along with "required intervention to prevent permanent impairment/damage-devices. For technical support crew: I am using a pc with a (B)(6) browser.